Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical singapore evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating a malfunction to the device. The device was recertified and returned to the customer. Review of the clinical log recorded CPR-d-padz off 15 seconds before the case ended, during a CPR interval. It is not clear if this was the advisory reported, but it seems likely that the pads were removed at the end of the 2-minute-long case. It is not clear if this is the log from the customer's event. The AED plus contraindication for use are, if the patient is conscious or has a pulse. The device is not able to detect the patient status beyond ECG analysis. After an ECG analysis, the AED plus device is designed to enter a 2 minute CPR interval. The device worked as designed. Analysis of reports of this type has not identified an increase in trend.